Event description:
It was alleged by the pt's attorney that following an anterior and a posterior repair, "the pt experienced mental and physical pain suffering, permanent injury, physical deformity, loss of a bodily organ system and has undergone or will undergo corrective surgery or surgeries." An inquiry was forwarded to the pt's attorney. The diagnosis and type of treatment for this specific pt is not known.